Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) reader was not picking up telemetry from the implant. The icm remains in use. No patient complications have been reported as a result of this event.